Manufacturer narrative:
In response to FDA report number: mw5103265. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported unknown side capsular contracture, baker grade unknown, pain and discomfort. Patient additionally reported "several lumps formed on the side of the implant," not related to the device. Device remains implanted.